Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for investigation. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were observed. The returned sample was inflated using a syringe and the product was submerged under water to for leaks. No leak were detected. No fault was found with the device.

Manufacturer narrative:
Additional information received indicating that the product was changed out and returned for analysis. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the customer confirmed that the product worked properly during a pre-use check. After the patient went through a surgical operation, he was transported to the hcu while the product was kept intubated. After that, when the customer removed the neck tape from him to securely fix the product again, they heard an air leak sound from the device. The operator stopped using the product as a result. No patient injury or complications were reported in relation to this event.